Event description:
Boston scientific received information that this right ventricular lead has displayed increased threshold measurements since implant. As the patient with this lead is not pacemaker dependent, threshold measurements have been monitored closely. During a follow up visit, threshold measurements were 4v. A chest x-ray revealed a microperforation had occurred. The patient was hospitalized and was asymptomatic. Minimal diaphragmatic stimulation had been experienced at high pacing outputs. Approximately two weeks later, a revision procedure was performed. A decision was made to not move or reposition this lead. This lead was surgically abandoned and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.